Event description:
The surgeon had a small corneal burn in case #1 and case #4. He completed the procedures, and used two sutures to close each wound. Additional information received from the surgeon on 02/28/2007 stated, these patient'swere doing fine. No additional information is expected. These cases are reported as 2028159-2007-00175 and 2028159-2007-00176.

Manufacturer narrative:
Determination of root cause: assessment: there was no service requested, and there were no components returned for evaluation. Conclusion: we are unable to determine the root cause of the patient events based on this investigation.